Event description:
It has been identified that the patient's left ceramic on ceramic hip is squeaking.

Manufacturer narrative:
The patient is (B)(6). An event regarding squeaking of a trident ceramic on ceramic bearing was reported. The event was confirmed. Clinician review of the provided records indicated: "the alleged squeaking of the left ceramic-ceramic hip beginning in (B)(6) 2011 cannot be explained, although the surgeon suggests it may relate to the left hip putting excess strain on the right side. If the left revision were performed examination of the explanted components would be helpful to rule out subluxation, which is suggested by the early complaint of 'clunking,' which may have caused metal transfer to the bearing, which is associated with increased incidence of squeaking." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found one other event has been reported for the manufacturing lot. Conclusions: the exact root cause could not be determined due to the limited information provided. Inspection of the subject devices would be required to examine for potential contributing factors as documented in CAPA (B)(4).

Manufacturer narrative:
The information in this report was discovered during the record review of a legal case. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. (B)(4).

Event description:
It has been identified that the patient's left ceramic on ceramic hip is squeaking.